Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site for further investigation. Investigation of the service logs provided for this complaint do not indicate any reported faults on the day of the reported episodes, however the logs indicated a spontaneous reboot on (B)(6) 2017 which was not reported to spacelabs. Cycling power will resolve this occurrence of the issue. The device passed all tests and the device placed into service. The investigation findings showed no risk of serious harm and no serious risk should the event recur, however, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that (B)(6) 2017 the arkon experienced a failed state two times while in standby mode. The unit was not in use when the issue was discovered and no injury was reported.